Event description:
This senior medical affairs specialist has classified the complaint based upon info the pt/layperson gave to me on may 23, 2008. The pt had called customer svc seventeen days earlier, alleging his onetouch ultrasmart meter was inaccurately high, resulting in extra insulin being taken, based on the reported meter readings. Customer svc replaced all products. Results are in mg/dl, the correct unit of measure. On the previous month, the pt tested at 12:45 pm soon after he woke up. Based on the alleged result, "300 plus", he took 10 units of 75/25 insulin. The pt also had taken "a large dose", possibly 16 units, between 11pm and midnight on the day before with a snack. He claimed he does not recall his blood glucose result at that time. The pt stated he usually feels good when his blood glucose is elevated; hence, he had and has no symptoms. After preparing breakfast, the pt decided to shower before eating "since it was so high". While showering, he became shaky, and "lost all power". "It was the worst way I ever felt". He reportedly proceeded to either fall or sit down quickly and passed out. At 2:30 pm his wife came home, found him in the shower with cold water running over him and called paramedics. The emt tested him and gave him a shot of glucose. The pt's wife was only told that his blood glucose was "very very low". Emt wrapped him in a special blanket to raise his temperature and transported him to hospital where he was given an IV of unk fluids and hospitalized for one day. Before discharge, the hospital nurse compared his meter (390) to their meter (310) using blood from the same fingerstick and suggested his meter was inaccurate. For that reason, the pt doubted his other result. The variance was 26%, within the expected less than equal to 30%. Since the incident, his physician has requested him to lower his insulin intake to 5-10 units because he often becomes shaky when he takes more than that amount. Because the pt claimed he took extra insulin based upon an alleged inaccurate elevated blood glucose reading due to the reported issue, which resulted in treatment and hospitalization for reportedly severe hypoglycemia, the complaint is reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.